Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard administration set with needleless y-site(s) and stopcock had separated. The following information was provided by the initial reporter: (B)(6) 2025 - IV tubing came apart. Additional information received from the customer: impacted lot number: unknown were there any adverse events associated with this incident? Unknown.

Manufacturer narrative:
The customer reported multiple complaints. One sample of mx4452 and one photo of two stopcocks were submitted for quality evaluation. Visual examination of the sample did not indicate and damages or abnormalities. Additionally, although a photo of the stopcock connections were showed to be disconnected from each other, it cannot be verified that they separated on without physical manipulation. The customer complaint of separation could not be confirmed. A root cause could not be determined because the sample received did not replicate the failure reported and the photos submitted do not depict a separation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.